Event description:
Knee pseudo septic arthritis [arthritis]. Case description: spontaneous report received on 06/26/2009 and 06/29/2009 from physician regarding a (B)(6) male patient (initials unknown). The patient's relevant medical history includes bilateral gonarthritis and previous synvisc series injections administered every two years. On unspecified dates, the patient received synvisc injections administered via intra-articular route in both knees simultaneously, at a dose of 2ml one week apart. In (B)(6), one week following the third synvisc injection, the patient experienced unilateral pseudo-septic arthritis with "purulent" looking knee effusion and negative bacteriology testing. The patient was treated with intra-articular corticosteroid injection. The physician did not assess the intensity of the reported event. As of the date of receipt of this report, the patient recovered. The physician assessed the relationship between the reported event and synvisc as related. Please refer to (B)(4) for other similar events reported by this physician. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.